Manufacturer narrative:
Product analysis: the spider fx was returned inside a clear biohazard pouch. No ancillary device were included. The capture wire was loaded separately into a protective hoop separated from the double ended catheter. The double ended catheter was inspected and found the catheter was fractured approximately 1cm from clear segment. The fracture of the delivery catheter occurred at the location of the primary wire port. The radial fracture face was stretched out distally, likely subjected to tensile forces. The spider fx capture wire was removed from the protective hoop. A bend to the flex connector was noted at approximately 4cm from the distal coiled tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a spider fx during treatment of the patient¿s common carotid artery. IFU was followed. It is reported the spider fx delivery catheter was cut during the procedure as per IFU. It is unknown if the device entered the patient and it is unknown what the delivery catheter was cut by. The device was replaced by a new spider to complete the procedure. No patient injury reported.